Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. The customer addressed the low bg by consuming carbohydrates. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.